Manufacturer narrative:
Received MDR report from uf on 10/12/2010. Made contact with facility on 10/14/2010. Determined that the device was indicating low battery symbol on central display and battery cap was broken at time of reported incident. Battery cap was taped on the device to maintain operation. Prior to report, spare battery caps were secured with biomed. After incident, customer replaced the broken battery cap and installed a new battery and determined device operation was normal. The device has never been returned previously for any repair. Customer has since provided spare battery caps to the nurse station to ensure they are available as required. Customer believes they have sufficient stock of battery caps. Currently, the device lx-5160 (B)(4) is secured at the risk manager office pending review from corporate hq. Advised customer that if they feel that the device is not working properly or has any issue that they remove it from use and return the device or eval repair. Advised that our (800) number is available 24/7/365 is they have any questions, concerns or issues that they may need assistance with. Additional info from the user facility report: (B)(4): telemetry box.

Event description:
As per uf report: pt was on telemetry, but telemetry wasn't showing rhythm. Top of telemetry unit found taped to telemetry channel. Screw for battery cover had worn and had been taped in place. Tape had come loose and batteries did not connect properly. Pt found unresponsive, no respiration, weak pulse. Code blue called, family requested CPR stopped. Pt expired.